Event description:
The customer reported on (B)(6) 2022, a suspected false (incorrect) negative result from a rapid result covid test system on an individual patient (date and patient details unknown, lot number ch21c13). The patient also reported taking a pcr test and obtained a positive result (date of the test and CT values not provided). Access bio followed up three times on (B)(6), (B)(6), and (B)(6) 2022, to better understand the facts and circumstances of the test. Access bio did not receive any additional information from the customer. No adverse patient effects were reported.

Manufacturer narrative:
At access bio, retained samples of the lot number ch21c13 was tested and all showed valid results. However, in the absence of any information from the customer, it would be difficult to rule out potential root causes identified below: 1. The customer might misinterpret test result 2. The customer might not follow the instructions for use (IFU) in any of the following way: a. Inadequate sample collection. B. Interpreting result before 10 minutes. C. Not performing test immediately after opening the test device in the pouch. D. Potential contact with foreign substances and household cleaning products during sample collection and testing. E. Excessive buffer application to sample well of test device. 3. The customer might not have used the test in accordance with its intended use: a. Testing outside of the first 5 days of symptom onset. B. The patient might have taken high doses (>10 mg per day) of biotin before testing. 4. 12.82% of false negative results are expected based on performance characteristics claimed for this test (87.18% ppa). 5. The pcr test might yield false positive result. Access bio will continue to monitor further complaints through our data trending programs and take further actions based on identified valid trends.